Event description:
Complaint received on duramatrix suturable. The clinician stated they used a "suturable duramatrix" to patch the dura after a suboccipital craniectomy. The patient developed a pseudomeningocele (i.e. Csf under the skin) about 2-3 weeks post-op prior to the patient had been going great. The patient had bad headaches, etc. The clinician took the patient back and stated "instead of finding a breach along the suture line which was pristine. However, the center of the graft had disintegrated. There were just ragged edges and even the edges just crumbled away back to the suture line". The lot number was not provided. No other information has been provided.